Manufacturer narrative:
H3: one device was received for analysis; service history identified the device had not been serviced in the past 12 months. Functional and visual tests confirmed the reported issue. The root cause of the problem was contamination of the downstream occlusion seal (dso). The dso seal was replaced. The device then passed all functional tests after the repair.

Event description:
It was reported that the device had a degraded downstream occlusion seal. There was no patient involvement.